Event description:
Reporter alleged discrepant blood glucose values of 234 mg/dl back to back with a result of 590 mg/dl when both tests were performed with <5 minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional medicaltherapy: naproxen; prednisone 12 years; acetaminophen; glucotrol xl; metformin - 850mg twice daily; glipizide - 10mg twice daily; avandia - 8mg once daily.